Manufacturer narrative:
The investigation has been completed and a different issue was found. During failure investigation, the device was identified not charging.

Event description:
It was reported that the customer's pump housing was damaged. During tandem's failure investigation, the device was found to not charge. There was no impact to the customer's blood glucose levels.

Manufacturer narrative:
The investigation has been completed and a different issue was found. During failure investigation, the device was identified to not charge.

Event description:
It was reported that there was a crack on the pump housing. During tandem's failure investigation, the device was found to not charge. There was no impact to the customer's blood glucose level.